Event description:
There was no patient impact associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Recall status report 2531779-03/24/2010-003-r. (B)(6). The pump was returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump was downloaded and showed no evidence of initial complaint that "loss of prime" warnings had occurred. There was on "no cartridge detected" warning recorded on (B)(4) 2012. The rewind, load, and prime sequence were performed without difficulty and no alarms occurred. One "loss of prime" warning occurred during the 24-hour exercise period. The force sensor calibration was tested and found below normal specifications. The unit was opened and contamination was found on the force sensor plate. The force sensor resistance was measured and found to be out of specification. The complaint of "loss of prime" warnings was confirmed and a reportable force sensor issue was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.